Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that this right atrial (ra) lead was not able to be successfully implanted du to impedance issues, loss of capture and placement difficulties. This lead was replaced. No adverse patient effect were reported.